Event description:
New information notes that the programming changes were made on the device. No patient consequences.

Event description:
It was reported that the right ventricle lead exhibited noise. No intervention was performed. No patient consequences.